Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a decrease in lead impedance and insulation damage was confirmed. This resulted in the implantable pulse generator (ipg) exhibiting early battery depletion. The rv lead and ipg have been scheduled for a replacement procedure. No patient complications have been reported as a result of this event.